Event description:
The facility representative with reported a colleague infusion pump with failure code 812:02. It is unknown when this event occurred. Based on review of the device event history, it was discovered that this event occurred during delivery. There was no report of patient injury or medical intervention necessary. No additional information is available. User interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause is faulty phm (pumphead module) assembly. The phm has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.